Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter was reading inaccurately. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6), 2010 and obtained the following information: the patient tests six to seven times a day and manages her diabetes with a unit of humalog insulin (administered via insulin pump) every hour. The patient corrected and clarified that her onetouch ultramini meter was allegedly reading inaccurately high compared to her feeling/normal result(s) in the early morning of (B)(6), 2010 (time unknown). The patient claimed she obtained a result of "79 mg/dl" with the subject meter. Just prior to the alleged issue, the patient's husband found her unconscious and the alarm on her insulin pump was alerting that her blood glucose level was low. The patient indicated that before going to bed (on the evening of (B)(6), 2010, time not known) she had obtained a blood glucose result of "140 mg/dl" with the subject meter (which she considered to be "normal") and did not take any action in response to the reading. Immediately after the alleged issue occurred, the patient clarified her husband brought her to the emergency room (ER). During her time in the ER, the patient confirmed she obtained a blood glucose result of "39 mg/dl" on a laboratory device and was administered IV glucose by a health care professional as treatment. Prior to being released from the ER (at 9am on (B)(6), 2010) the patient was advised by an hcp to follow-up with her endocrinologist. During troubleshooting, the customer service representative (csr) confirmed the patient was using the proper testing technique, she was cleaning the puncture area properly, the subject meter was set to the correct unit of measure setting (mg/dl), and that the vial of test strips was within date. Per the csr's documentation, the patient did not have control solution to perform a quality control test. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the subject meter was reading inaccurately high, however, after the reported issue occurred, the patient allegedly received medical intervention for hypoglycemia from a health care professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510(k) # is k061118.